Event description:
The pt complained of "surges in power when pressing down on battery" and "stimulation changes." The impedances were within normal limits. An x-ray was taken and did not indicate a lead fracture. The same results were observed despite a reprogram attempt. The implantable neurostimulator was explanted and replaced. After the battery was explanted, the health care professional "noted some fluid around connection ports, possibly inside." The pt was not injured and recovered without sequela. The pt "denied any further surges in power and stated that stimulation has improved." A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The neurostimulator has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.